Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-00013. Related manufacturer reference number: 3006705815-2024-00015. It was reported the patient's leads had migrated and experiencing ineffective therapy. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Patient had his scs ipg replaced because the ipg was inoperable. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.